Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced defective/damaged tubing and leakage from tubing during use. The following information was provided by the initial reporter: when the nurse punctured the patient with the intima-ii, she found that the catheter tubing of the needle was leaking blood. The nurse immediately terminated the intima-ii. Replacement of a new indwelling, no bleeding occurred.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced defective/damaged tubing and leakage from tubing during use. The following information was provided by the initial reporter: when the nurse punctured the patient with the intima-ii, she found that the catheter tubing of the needle was leaking blood. The nurse immediately terminated the intima-ii. Replacement of a new indwelling, no bleeding occurred.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8305895. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Five retained samples were leak tested and no leakage was observed. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.